Event description:
Customer reports that needle pulled off during a bowel anastomosis. There was no adverse event to the patient attributed to this incident. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.